Manufacturer narrative:
Additional information was received and event "description of event was updated accordingly. Additional information was received and manual compression to groin started for ten minutes to achieve hemostasis which resulted in an extended hospitalization for six additional hours. Three competitor's wires, a competitor's balloon catheter, a competitor's dilator, a competitor's needle and a brite tip sheath were used during the procedure. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The advancer tube was engaged or visible. No other information was provided.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During withdrawal of mynxgrip vascular closure device, after full deployment, the device was seen to be split longitudinally and the sealant (polyethylene glycol) was seen at this point in the device rather than being deployed in the patient. There was patent injury. Manual compression to groin started for ten minutes to achieve haemostasis. The access point was the groin was heavily scarred from previous endarterectomy.